Event description:
Customer reported to beckman coulter, inc. (Bec) that a tablespoon of fluid leaked from the cartridge chemistries (cc) reagent probe b of the unicel dxc 800 synchron system. Customer reported that fluid leaked out to the indentation of the reaction wheel cover. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) noted fluid was dripping from reagent probe a, not reagent probe b. The fse flushed the vacuum valve. The fse replaced the collar wash and the reagent t-valve. The fse also reseated the hamilton valve.

Manufacturer narrative:
(B)(4).